Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 302-400 mg/dl and a manual injection was to be administered to address the bg level. A system check was performed and insulin was not observed exiting the infusion set cannula; an air bubble was observed in the infusion tubing. An infusion tubing change was to be performed to address the issue. During a follow-up, it was reported the customer's bg level had decreased to 279 mg/dl and a correction bolus was delivered to further address the bg level.